Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets and partial clip movement on the leaflet appear to be related to patient morphology/pathology. The reported device being damaged by another device appears to be a result of user technique and resulted in the clip detaching from the posterior leaflet (single leaflet device attachment / slda). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system (60830u312) is filed under a separate medwatch report number.

Event description:
This is filed to report the clip detachment, requiring intervention (60830u310). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 60830u310) was advanced to the mitral valve. It was difficult to grasp the posterior leaflet and when grasping was done, the result was grade 2. After leaflet assessment, the clip was deployed with success, but turned a bit and was not perfectly perpendicular to the line of coaptation in a2/p2, but a bit lateral of a2/p2. It was confirmed that the clip was still attached to both leaflets. The second cds (60830u312) was advanced; however, while positioning the second clip, it was suspected that the second cds was advanced too quickly and touched the posterior leaflet and previously deployed clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was deployed for stabilization. There was no room to place a third clip; therefore, the procedure was completed with 2 clips implanted, reducing the mr to 2. It was confirmed that the patient was in good condition. No additional information was provided.